Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of a 500ml bag of etoposide (approximately 0.214 mg/ml), doxorubicin ( approximately 0.042mg/ml) and vincristine (0.0014 mg/ml) there was a leak with low sorb tubing set with an in-line filter. The bag was hung on (B)(6) 2018 at approximately 1500 and the rn noticed the leak on (B)(6) 2018 at approximately 0800. The leak appeared to be coming from the holes on the back of the in-line filter. There was no patient harm.

Event description:
The customer reported that during an infusion of a 500ml bag of etoposide (approximately 0.214 mg/ml), doxorubicin ( approximately 0.042mg/ml) and vincristine (0.0014 mg/ml) there was a leak with low sorb tubing set with an in-line filter. The bag was hung on (B)(6) 2018 at approximately 1500 and the rn noticed the leak on (B)(6) 2018 at approximately 0800. The leak appeared to be coming from the holes on the back of the in-line filter. There was no patient harm.

Event description:
The customer reported that during an infusion of a 500ml bag of etoposide (approximately 0.214 mg/ml), doxorubicin ( approximately 0.042mg/ml) and vincristine (0.0014 mg/ml) there was a leak with low sorb tubing set with an in-line filter. The bag was hung on (B)(6) 2018 at approximately 1500 and the rn noticed the leak on (B)(6) 2018 at approximately 0800. The leak appeared to be coming from the holes on the back of the in-line filter. There was no patient harm.

Event description:
The customer reported that during an infusion of a 500ml bag of etoposide (approximately 0.214 mg/ml), doxorubicin (approximately 0.042mg/ml) and vincristine (0.0014 mg/ml) there was a leak with low sorb tubing set with an in-line filter. The bag was hung on (B)(6) 2018 at approximately 1500 and the rn noticed the leak on (B)(6) 2018 at approximately 0800. The leak appeared to be coming from the holes on the back of the in-line filter. There was no patient harm.